Event description:
It was reported that there was high thresholds, high/increased impedance and undersensing on the right atrial (ra) lead. There was also decreased p wave to small value and unable to obtain capture. The physician suspected atrial perforation after reviewing chest x-ray. It was noted the lead had also dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.